Event description:
The megasuturecut needle driver instrument was returned without any specific allegations of malfunction. There were no missing or fallen pieces reported. Information regarding the details of when the breakage occurred were not specified. No further information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. No complaint was reported. Engineering found the one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damage on the edge and on the surface. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.